Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The pt reported that after going shopping her interstim device turned off. She tried to adjust her stimulation with her programmer but got no response from her ipg. Further info is being requested from the hcp.